Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was using the cream for an ai disorder, while using the purewick female external catheter. Also said patient got bumps on legs and a urinary tract infection. No additional information was provided. Patient had been using the purewick products for more than one year. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient was using the cream for an ai disorder while using the purewick female external catheter. Also stated that the patient experienced bumps on legs and a urinary tract infection. The patient had been using the purewick products for more than one year. It is unknown what medical intervention was provided for bumps on legs and urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as a use related. The root cause for this failure mode due to the user unaware of restrictions regarding the barrier cream. It was unknown whether the device had met specifications. The product was used for the treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8 to 12 hours or if soiled with feces or blood." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.